Manufacturer narrative:
Product is manufactured but not sold in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -4.0 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports refractive surprise. The cause of the event is reported as unknown. Reportedly, the lens remains implanted.